Event description:
It was reported that during preparation of the swan-ganz catheter the balloon did not deflate. The device was not able to be used.

Manufacturer narrative:
Additional information received from the account stated that they always leave the syringe attached during deflation. This practice is contrary to the guidance in the product IFU: "passively deflate the balloon by removing the syringe from the gate valve". Although the balloon may deflate with the syringe attached, the catheter was designed to be passively deflated with the syringe removed. All swan-ganz ifus instruct the clinician to "passively deflate the balloon by removing the syringe from the gate valve". After deflation, the syringe should be re-attached to the gate valve. The friction between the syringe barrel and plunger may be too great for the elasticity of the balloon latex to overcome; therefore, this is not a reliable method for deflation. No death or serious injury occurred and there is no evidence of a product malfunction. As such, this event is no longer considered reportable.

Manufacturer narrative:
The product is expected to be returned for evaluation; however, it has not yet been received.

Manufacturer narrative:
The device was not returned for evaluation; it appears it was lost at the account. The complaint could not be confirmed without evaluation of the unit. A review of the manufacturing records indicated that the product met specifications upon release. The IFU provides the following guidance for deflation: "passively deflate the balloon by removing the syringe from the gate valve". Although the circumstances of use are not known in this case, device handling may have contributed to the event. No actions will be taken at this time.